Event description:
According to the translated operative report, the aortic and mitral valve bioprostheses were explanted. The aortic valve was replaced with the above-mentioned valved-graft. After the valve was implanted and the heart filed, it was noted there was no "mechanical" activity. The aorta was cross-clamped again and the valve was inspected. The leaflets were noted to be completely "blocked". A long handled scalpel was inserted and the valve was rotated. The leaflets had completely "normal" functioning. No explanation of the entrapped leaflets could be found. The valved-graft remains implanted. The pt was transferred to the ICU in "mediocre" but stable condition.